Event description:
It was reported that there was a failed left ventricular (lv) lead implant with no further information. Competitor reporting out of caution. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).